Event description:
While on pt, low inspiratory pressure alarm. Manometer read negative number. During troubleshooting positive end expiratory pressure turned off, auto positive end expiratory pressure rise to 10cmh20. Slow continuous rise of pressure. Further troubleshooting away from bedside with md. No flow out of vent. Gas pressure>45 psi. Only flow from proximal line.